Event description:
The customer called the technical support line and stated that the clinicians alleged the audio alarm was intermittent. The customer stated he could not duplicate the reported event. A customer support engineer visited the customer site to inspect the device and was also unable to duplicate the alleged malfunction. The front panel display and conversion boards were replaced as a precaution. The unit passed extended self testing. It is not verified that the audio alarm was intermiitent, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.